Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple, the device was being applied to the (closing of) jejunostomy. It is unclear as to whether the stapler fire was complete. The staple line looked complete to the surgeon. There were some staples that were not completely fired, but started to fire, and there were some that did not deploy at all. There was no patient injury.